Manufacturer narrative:
(B)(4). Additional information requested but unavailable: the lot number provided for the ec60a, n64w5g, was invalid. Do you have the correct lot/batch number? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was buttressing material utilized? If so, which product?

Event description:
It was reported that during a bariatric procedure, the device could not fire with an ecr60g and the jaws could not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54w5g. The ec60a device was received for analysis with no apparent damage and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No reported. Did the jaws eventually open? No reported. Was buttressing material utilized? No reported.